Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had infusion set insertion issues and high blood glucose levels. During high blood glucose troubleshoot, customer mentioned high blood glucose levels of 453mg/dl. The customer had symptoms such as sleepy and treated with bolus through pump. Customer's blood glucose value was 253mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer declined to proceed with high blood glucose during pump rewind/prime step. Troubleshoot for best cannula was performed and infusion set cannula found to be bent. Customer was advised proper infusion set usage. The product will not be returned for analysis.